Event description:
It was reported through the litigation process that, a patient underwent port placement via the left subclavian vein for an unknown medical condition. Sometime after the port placement procedure, the port had allegedly malfunctioned. Subsequently, the port was removed on (B)(6) 2022, and a new port was implanted on the same day. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record alleged that a powerport isp implantable port (catalog no. 1708061, lot no. Refy2009) was implanted via the left subclavian vein for colon cancer treatment and to replace a prior malfunctioning port. Approximately three and a half months later, the patient developed left arm pain and flushing difficulty. Fluoroscopy showed compromised catheter integrity at the clavicle first rib junction with contrast extravasation, consistent with deformation due to compressive stress. Approximately one month later, the malfunctioning port was removed. The port was dissected free, sutures were removed, and the device was explanted; the wound was irrigated and closed. Therefore, it can be confirmed the malfunctioning. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.